Manufacturer narrative:
This device was not returned to mmdg for evaluation. A DHR review was not completed because no lot number had been provided. Because the device was not returned to mmdg, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set had a hole in the tubing segment that sits in the pump and that it caused a leak. Mmdg followed up with the initial reporter, who stated that the patient had been taken to the hospital after the leak occurred and that they did have a bacterial infection. It was treated with antibiotics and all subsequent testing for the infection was negative. The cause of the infection is unclear. (B)(4).